Event description:
It was reported that the dexcom g7 sensor paired to the ilet entered warmup but failed to complete and subsequently generated pairing failed and reconnecting alerts, indicating intermittent communication failure between the cgm and pump; the issue was associated with the antenna/electrical and magnetic components relevant to interoperability with the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, involving the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.